Event description:
It was reported that the patient¿s pacemaker exhibited an unknown malfunction and their right ventricular (rv) lead exhibited low pacing impedance which was thought to be caused by fracture. It was noted that the right atrial (ra) and right ventricular (rv) leads were adhered to each other and the helix of both leads failed to be retracted during the replacement procedure. The pacemaker, ra, and rv leads were all explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in four pieces for analysis. Visual inspection of the lead found the helix was extended and clogged with blood. After cleaning the distal portion, the helix was able to be retracted and extended when torque applied directly to the inner coil. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of failure disconnect was not confirmed. The lead was able to be fully inserted into the device and removed with no issue. The connector pin, the sealing ring, and the connector ring diameters were measured within specification. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breached outer insulation degradation adjacent to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can